Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a low anterior resection the device did not fire, they were able press the green button but was unable to squeeze the handle.